Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high and low blood glucose levels. Customer¿s blood glucose went as low as 50 mg/dl and as high as 500 mg/dl. Customer advised they worked with their healthcare provider to try and get their blood glucose under control. Customer declined to troubleshoot their fluctuating blood glucose levels.